Event description:
Patient had a lumbar decompression procedure. A small dural tear was sealed with a small section of the patients muscle, adhered in placed with bioglue. The patient was readmitted back to hospital a day after leaving suffering from severe pain in back. Blood results showed raised inflammatory markers. Pain relief was admitted. Pain and inflammatory markers reduced over the next few days and the patient was sent home.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, the patient had a lumbar decompression procedure. A small dural tear was sealed with a small section of the patients muscle, adhered in placed with bioglue. The patient was readmitted back to hospital a day after leaving suffering from severe pain in their back. Blood results showed raised inflammatory markers. Pain relief was administered. Pain and inflammatory markers reduced over the next few days and the patient was sent home. The patient stayed an additional 2 days in hospital and then was discharged. A review of possible lot numbers was performed and it was confirmed that all records were controlled, available for review and met all specifications.the report does not suggest that bioglue may have played a role in the reported event. Pain and reactive inflammatory markers are commonly seen after any type of surgery. There was no report of any neurological complications suggesting there was no compression of the spinal cord or nerve root. The report also indicates that the symptoms resolved following hospitalization. The complaint description is most consistent with typical post-operative pain and inflammation. The role of bioglue in the reported event is unknown. The root cause for this event remains unknown; however, there is no indication that an error or deficiency occurred at cryolife.

Event description:
Patient had a lumbar decompression procedure. A small dural tear was sealed with a small section of the patients muscle, adhered in placed with bioglue. The patient was readmitted back to hospital a day after leaving suffering from severe pain in back. Blood results showed raised inflammatory markers. Pain relief was admitted. Pain and inflammatory markers reduced over the next few days and the patient was sent home.